Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "suspicion of rupture" and "inflammatory/toxic enlarged lymph nodes axillary/ sign of permeability of prosthesis membrane." The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell and creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified broken sharp opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reported right side "suspicion of rupture" and "inflammatory/toxic enlarged lymph nodes axillary/ sign of permeability of prosthesis membrane." The device was explanted.